Event description:
It was reported that the hose (tubing) detached from the drip chamber of a continu-flo solution set resulting in a leak. The issue was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation; additionally, two (2) retained samples were evaluated at the plant. Visual inspection was performed on all the samples. A disconnected tube to chamber was identified during visual inspection of the photo sample. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Air passage and leak testing along with traction testing were performed on the retained samples and no blockages, leaks or defects were observed. The reported condition was verified on the actual sample; however, not verified on the retained samples. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.